Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had improper movement of the jaws. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Isi has requested the medium-large clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the medium large clip applier instrument (part number 470327-12/ lot number n11210628-0001) associated with this event has been performed. Per logs, the medium large clip applier instrument was last used on a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 69 lives remaining after the last procedural usage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion. An unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.